Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported her incontinence returned. The patient stated at first she thought she had a bladder infection and then she realized it was her interstim not working. The patient stated she changed the settings to 4. On the morning of this call it was uncomfortable and not working well. She used the patient programmer (pp) on the day of this call and it was not working. The patient reported incontinence and uncomfortable stimulation and was noted as sudden. The patient stated pp showed to sync and when she synced screen it went to the splash screen. The patient stated she changed battery the day prior to this call and she took them out of her flashlight. She stated the brand was unknown and it did not say they are alkaline. Additional information reported about 3 weeks later indicated that healthcare provider was not notified. The patient unit stopped working and the patient could not increase intensity or change programs. It was noted that replacing the batteries resolved the programmer issues. The patient return of symptom and uncomfortable stimulation was resolved after using the programmer. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.